Manufacturer narrative:
(B)(4). E2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a customer from (B)(6)- delivery issue.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The complaint was reported by customer from (B)(6): delivery issue.